Manufacturer narrative:
Retainer ring = missing. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: dog chew marks, broken reservoir tube lip, missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic stated that the retainer ring was cracked. Customer stated that the insulin pump was crunches by dog. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.